Manufacturer narrative:
The insulin pump alarmed motion sensor test failure error and noted in the device history and critical pump error due to out of specification force sensor zero offset. Unable to perform the functional test, including the self test,sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a critical error alarm on the insulin pump. Customer stated that the pump started to alarm after it hit the dresser. Customer's blood glucose was 225 mg/dl at the time of the incident. Customer treated with 10 units of insulin. Customer stated that the pump hit the dresser and he took everything off. Customer was also advised to discontinue use of the pump and revert to a back-up plan.